Event description:
During a proximal femur tfn procedure, surgeon was inserting the first helical blade and was not satisfied with the length. Surgeon removed the blade and inserted the second blade. Surgeon removed the insertion handle from the nail and took ap/lateral x-rays of the proximal femur and the surgeon did not like the position of the lateral view. The surgeon indicated that the lateral view was to posterior at this time, he backed out the set screw with the screwdriver but not all the way out. He re-attached the insertion handle to the nail and set screw to remove the second helical blade. The surgeon then inserted a third helical blade but it was not advancing. The set screw was not all the way down and would not go through the nail. The set screw was deformed; a sliver of the metal of the nail was not biting, which was preventing the nail from going into the blade. The screw set did break into 2 pieces but did not fall into the patient. At this point the surgeon removed the third helical blade and nail out of patient. On the back table, the surgeon tried to insert the nail into the helical and it still would not go through. The surgeon did not have a second nail or a shorter nail to use for this procedure. Surgeon decided to use competitor device to complete the procedure. The procedure was prolonged by 1 hour because of this incident. This is 4 of 4 reports for this event.

Manufacturer narrative:
(B)(4): a product development event evaluation was conducted and it was found that the helical blade designs for (456.303, 456.304 & 456.305) are adequate for their intended use and did not contribute to this complaint condition.(B)(4): placeholder.

Manufacturer narrative:
A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 11mm ti helical blades was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no anomalies noted. Device was returned and investigation is ongoing.